Manufacturer narrative:
Based on the results of the investigation, the reportable malfunction was likely due to a broken charged coupled device. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope loses images in certain positions. It is unknown when the reported event was found. There is no report of patient/user harm.